Event description:
--

Manufacturer narrative:
The device was explanted for normal battery depletion and returned for analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had declared end of life (eol) over four months ago. The device had a monitoring voltage of 2.56 and charge times of 32.5 seconds. There was inquiry as to when to replace. Technical services discussed that device should be replaced as soon as possible. This device was part of the mid-life display of replacement indicators advisory and was exhibiting this behavior. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. In addition, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range.

Manufacturer narrative:
Information suggests this device remains in-service. Should additional information become available, this event will be updated.